Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with a blood glucose (bg) level of 306 mg/dl. Reportedly, customer was not bolusing correctly which increased their bg levels. Reportedly, customer attempted to self-treat via bolus via pump; however was treated intravenously with fluids of saline and insulin. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.